Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: preventative replacement.

Event description:
Healthcare professional later reported capsular contracture baker grade 3. Device has been explanted.

Event description:
Patient reported "planning to replace for preventive purposes".

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, yellow particles in the shell and deformation device. Voids in the gel observed after autoclave cycle based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data.